Event description:
It was reported that pump displayed malfunction code and then display could no longer be turned on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged replacement pump, confirmed shipping address, provided instructions to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.